Manufacturer narrative:
Please find the results of our investigation below: our investigation into the complaint has now concluded. As of today, no sample or additional information requested for this complaint has become available. Without further information we cannot progress our investigation or confirm the details supplied in this complaint. In the absence of additional information, our investigation remains inconclusive. At this time an exact root cause cannot be determined. If additional information becomes available in the future, this case will be reopened. It has been communicated via email that no relevant supporting clinical information will be provided, and there is no report of the patient's current condition. Therefore based on insufficient information, a clinical assessment cannot be performed at this time. There have been no recorded manufacturing issues, deviations, change controls or supplier/material non-conformances since the completion of the previous validation that could have caused or contributed to the issue experienced by the user. Smith and nephew are continually investigating ways to develop and improve our products and we will continue to monitor for any adverse trends relating to this product range.

Event description:
It was reported that patient suffered from a strong allergic reaction, strong redness and swelling. Patient is very sensitive to allergies and reacts to almost everything.